Event description:
It was reported the following day after a bph (benign prostatic hyperplasia) treatment procedure, the patient complained of excessive leaking of urine. It was found out that this implantable subject device had migrated. A medical intervention was done to anchor the subject device again with no success. The subject device was removed, and it was found the anchoring leaf seemed defective. The procedure was successfully completed with an olympus back up device. There were no further reports of patient harm.